Event description:
It was reported that during an unspecified interventional procedure, a stent dislodgement occurred. The lesion was located in the popliteal artery, however, which artery, the vessel characteristics, and lesion characteristics are unk. Contra-lateral access was obtained and an up-and-over sheath was employed. The lesion was not pre-dilated. The express biliary 6.0mm x 40mm x 135cm stent delivery system was advanced to the lesion, however, upon attempting to cross the lesion, difficulty was experienced and the stent dislodged from the stent delivery system. The lesion prevented the stent from migration. The physician advanced an unspecified guide wire through the lumen of the dislodged stent. An unspecified balloon catheter was advanced to the stent and inflated to 2atms to capture the stent, allowing the physician to withdraw the stent into the introducer sheath. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the stent and delivery device have been disposed at the user facility, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.